Event description:
The patient presented in the emergency room after receiving high voltage therapy from the device. Upon investigation, the shocks delivered were found to be inappropriate due to incorrectly interpreted episodes of fast atrial fibrillation. The device was reprogrammed to avoid further inappropriate therapy. The patient was in stable condition.